Event description:
The customer reported the unit was accidently dropped the device and damaged the display. There was no report of injuries. There was unknown patient involvement / adverse patient impact.